Event description:
Boston scientific received information that this implantable defibrillation lead exhibited low out of range pacing impedance measurements. Additionally, changes in threshold and sensing measurements were observed. The system was explanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating the lead was explanted at a later date and an insulation breach was noted during the explant procedure. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.